Event description:
A colleague infusion pump was reported originally for a failure code failure code 550. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. This device utilizes user interface module master software version 5.08.92 categorized as remediated.

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history. An assignable cause was not determined; however, the main batteries and safety harness were replaced. Should additional information become available, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).